Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was went to the hospital for diabetic ketoacidosis and blood glucose (bg) level in the 1000's (mg/dl). Reportedly, the pump suspended insulin delivery. Reportedly, the customer was in the hospital for a few days, and was discharged on (B)(6) 2018. It was reported that customer had insulin injections available until resuming pump therapy. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.